Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that the 8mm large suturecut needle driver instrument had a frayed cable at the tip. No further information was provided.